Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient reports having swelling and purulent discharge at the pod infusion site. Once at the hospital the patient was diagnosed with cellulitis. The patient was treated with an external cream as well as antibiotics. The patient was discharged from the hospital after 12 days.